Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The product sample consisted of one red adult adapter without the catheter. After a visual inspection, a crack on the thread pitch area of the adapter was identified. Based on the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter if it appears damaged or defective. Over tightening catheter connections can crack some of the adapters. It is evident that the issue was not found prior to use. It is more likely that the device was damaged during use. The most probable root cause can be due to over tightening of the adapter. A corrective action is not warranted at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% visual inspection during production, which would identify cracked adapters in the catheter assembly. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer stated that the arterial red luer adapter of the catheter was found cracked during hemodialysis. The catheter had been inserted 3 months ago. Then rotating 2 laps to try to tighten the joint. The catheter was then replaced with new one. The product was tested prior to use.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.